Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area.

Event description:
It was reported that this lead was surgically abandoned due to a partial fracture caused by subclavian crush. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to a partial fracture caused by subclavian crush. A new lead was implanted. No additional adverse patient effects were reported.